Event description:
It was reported that after dilatation of the stenosis at 12 atm, the crosssail balloon would not deflate. The catheter was removed with the balloon still inflated, and a stent implanted without problems. No patient effects were reported. No additional information was available.